Event description:
According to the reporter, original operation date in 2005. Trocar not retracted with stapling device, remained in pts abdomen. Subsequently, discovered when pt underwent further surgery in 2007. Sex: unk, procedure: unk.

Manufacturer narrative:
Initial report sent to FDA: 07/27/2007.